Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1 (title was field incorrectly). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the front panel display of the video system center is not displayed and no image appears on the monitor occured due to a failure of circuit printed board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the reported event was reproduced due to a defective circuit printed board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image on the front panel display of the video system center. The issue was found during general routine inspection. There were no reports of patient harm, involvement of any patient or procedure.

Manufacturer narrative:
¿Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the front panel display of the video system center was not displayed due to a failure of the printed circuit board. Also, based on the results of the investigation, a definitive root cause of no image appearing on the monitor could not be determined, nor could the phenomenon be confirmed/reproduced.¿